Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Supply changes were performed resolving the alarms. Additionally, a cartridge change error message occurred. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer¿s blood glucose was 201-396 mg/dl.